Event description:
It was reported that the patient never had therapeutic effect. The implantable neurostimulator (ins) had been off in 2 year since the patient had not charged or used it in 2 years. Therapy was not effective since implant. The patient was also feeling shocks on the left side of the body, from the ribs to the knee, which started 6 months ago. Every time he got up from bed to wheelchair there was a lot of twisting he was doing with his body that could affect his lead wires. The patient was recommended to consult with this doctor to have his device checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the patient had a lack of therapeutic effect. It was noted that the patient's multiple sclerosis symptoms were progressing. The patient had a good trial not helping after the surgery. The cause of the issue was not determined and it was unknown if the issue was related to the ins. The hcp reported it was unknown how the patient was doing since they haven't been in the clinic since (B)(6) 2015. At that appointment the doctor agreed to remove the device but suggested that the patient may want to have it done by a neurosurgeon. There had been no further contact with the patient since the (B)(6) 2015 appointment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2008, product type: lead. (B)(4).